Manufacturer narrative:
Product event summary: the mapping catheter 990063-020 with lot 216868941 was returned and analyzed. Visual inspection of the mapping catheter showed the loop was separated from the pebax. The loop has several kinks, one knot and electrode were displaced. In conclusion, the reported mapping catheter kink was confirmed through testing. The mapping catheter 990063-020 with lot failed the returned product inspection due to the loop separation from the pebax, several kinks, one knot, and electrode displacement. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter was observed to be kinked by fluoroscopy. The mapping catheter was replaced with resolution. The case was completed with cryo. No patient complications have been reported as a result of this event.